Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient met with their representative and patient's connections were bad and they had a lot of scar tissue. Patient's bad leads were taken out, that was the reason for patient being unable to change their intensity. Patient's programs were functioning. Patient also inquired if the bad leads had anything to do with the error messages on the controller. Agent reviewed information. Patient needed glasses during the call. Agent had difficulty understanding patient during the call. Additional information from the rep clarified that the patient did not have a lead replacement or a lead revision surgery. When they saw the patient in clinic 8/21/2024, they conducted an impedance check. The patient's system showed an impedance issue on contact 13. His previous programming used contact 13, so they reprogrammed to ensure contact 13 was no longer being utilized. The issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a settings not available message and they patient couldn't adjust stimulation. An impedance test found electrode 13 had high impedance. Reprogramming was done to make sure electrode 13 wasn't used in any programs. The cause was not known and the issue was ongoing.